Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (b)(6 was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the tss closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user requested to merge temporary patient detail into one because all 3 patient details were for the same person. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.